Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The mixer board were replaced to resolve the reported issue. Customer contact reports no patient information available. (B)(4).

Event description:
The hospital reported a system malfunction causing a loss of mechanical ventilation. There was no report of patient injury.